Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6), revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was since going back to when they got it (ps understood since implant) it was slow to charge their implant and it would take forever to charge up sometimes. It took the pt 30 minutes to 1 hour to charge their implant from 0% in the red to 100% battery. During call pt was attempting to charge their implant and it was taking a long time to charge for it only charged 20% in 45 minutes. Pt had reset the controller but the pt was getting tired of sitting over their implant. Pt noted their will charge their implant up then the implant battery would go way down to nothing and it would be hurting their back like "crap"; there had been a couple times pt had been in a store and it does not work right and pt would be hurting. During call pt verified there was no damage to the rtm or to the controller charging port. Pt noted the rtm was getting warm again and the rtm relay box was getting warm during the call.